Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci si prostatectomy procedure, after installing an instrument into a patient side manipulator (psm) arm, the site experienced an error message that the instrument was incompatible with the cannula. With the assistance of an isi technical support engineer, the site was instructed to install a replacement cannula and re-installed the instrument to the psm while simultaneously closing/squeezing the cannula mount, however, the error message reoccurred. The tse instructed the site to restart the system and reseat the cannula, however, the issue persisted. The patient was under anesthesia and the port incisions had been made, when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was report.

Manufacturer narrative:
The investigation conducted by the isi field service engineer (fse) concluded that the issue experienced by the customer was associate with the patient side manipulator (psm) arm cannula mount accessory. The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The cannula mount accessory is attached to the psm and designed to hold the cannula securely in place, outside of the patient cavity. The system was repaired by replacing the affected psm cannula mount accessory. Isi has made several attempts to contact the initial reporter to obtain additional information concerning the patient's current status, however, no additional information has been provided. If additional information is received a follow up medwatch report will be submitted. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.